Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side, and below the grip pad. The returned battery cap threads were stripped and the cap was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap fit securely. No further power interruptions occurred during investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; pump was dropped, battery compartment cracked and pump rebooting to the verify screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.